Event description:
It was reported, "during implantation, the instrument alarmed. And was withdrawn to find that the anterior end of the balloon had disengaged. And a new one was subsequently, implanted". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn (B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. Upon return, the distal end of the bladder was immediately noted no longer attached to the iabc distal tip. Furthermore, the distal tip of the bladder was noted folded inwards and was noted within the bladder membrane. The iabc bladder was fully un-wrapped. The one-way valve was tethered to the short driveline tubing. Dried blood as noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The customer submitted photos and video and were reviewed. In the photos and video, the distal end of the bladder was noted no longer attached to the iabc distal tip, which is consistent with the reported event. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. Upon further investigation, the iabc distal tip was still fully intact with the central lumen; no tearing was noted to the bladder material. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "anterior end of the balloon had disengaged" is confirmed. During the visual inspection, the distal end of the bladder was no longer attached to the iabc distal tip. A leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane during the functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "during implantation the instrument alarmed and was withdrawn to find that the anterior end of the balloon had disengaged, and a new one was subsequently implanted". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".